Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the performance data found an issue with the atrial high rate diagnostic data. There was a mismatch between atrial diagnostic data and cardiac compass with under-reporting of at/at burden. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing an episode of atrial tachycardia and after interrogating the device, the episode was not "showing up." It was suggested that if the episode started at the time of interrogation or if the episode had too short of a duration, it might not have been stored. The device remains in use. No patient complications have been reported as a result of this event.